Manufacturer narrative:
The lay user/patient¿s test strips have been returned. Analysis was not possible for the test strips as they were found to have expired. The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the product passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter was reading inaccurately high compared to his feelings. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient stated that the alleged meter issue began on (B)(6) 2017. The patient manages his diabetes with a fixed dose of insulin. The patient claimed obtaining inaccurate low blood glucose readings of ¿120, 131, 129, and 128 mg/dl¿ with the subject meter. Each reading was taken on the morning of consecutive days and the patient stated they were lower than his normal readings. Lifescan does not consider this to be a valid comparison. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. Approximately 1 week after the alleged meter issue began, the patient developed the symptom of "frequent urination" and had been experiencing the symptom since then. On (B)(6) 2017 the patient contacted his doctor/diabetes consultant about the issue and he was advised to increase his normal insulin dose to 12 units. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.